Event description:
A customer contacted beckman coulter inc., (bci) regarding elevated troponin (accu tni) results generated by the access 2 immunoassay system for three patients. The results were reported out of the lab. The specimens were re-tested on an alternate method for troponin and results obtained were "normal" for all 3 patients. The physician believed the results. Actual results were not supplied. There were no reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges during this event. The ER did not notify the lab until a week after the event that the results were being questioned. Per customer, the samples had been discarded by the time the lab was notified the access 2 results were being questioned. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.